Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# 869-021 and 510k# k040962 and UDI# (B)(4) is approved for sale in us. Product analysis: visual review confirms rod breakage. Visual and optical examination of the area of fracture initiation did not identify a pre-existing surface defect near the area of crack origination that could contribute to crack propagation. Significant fracture surface damage and smearing is noted. Microscopic examination of the undamaged portions of the fracture surface identified a fairly flat fracture surface with ratchet marks near the area of crack propagation, and gently convex progressive striations through the cross-sectional area, consistent with cyclic fatigue. Dimensional examination of the outer diameter of the rod confirms dimension is within print specification. The above observations are consistent with cyclic fatigue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with lumbar canal stenosis and underwent sacral-iliac fusion at s2 and extending towards caudal side. Post-op, the set screw of s2ai screw backed out. Pain occurred due to the loosening of s1 screw. A revision surgery was performed on (B)(6) 2018 to replace the screw. No problem was reported with the rod.